Manufacturer narrative:
The lot number was provided for two malfunctions and lot history reviews were performed. The devices were not returned, however medical records were received for all three malfunctions with images being provided for one malfunction. For one malfunction the investigation is confirmed for perforation of the ivc and inconclusive for filter limb detachment. For the two remaining malfunctions the investigations are confirmed for perforation and detachment. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced detachment and perforation. These reports were received from various sources. All three malfunctions involved a patient with no reported patient consequences. All three patients were reported as females with two being in the range of 47-48 years old. All other patient information was not provided.